Event description:
After receiving two units of packed red blood cells, a patient developed a fever and experienced a transfusion reaction. The user facility retested the transfused red cell units. One unit was found to be jka+. The ahg crossmatch repeated during the investigation was imcompatible with this unit.